Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at lwk 3. Intraoperatively, it was observed that the bone cement leaked into the right and left side and into the disc. Post-procedure, the pt had a ultrasound performed due to inguinal pain. In addition, an x-ray was performed due to the pt's worsening pain. On (B)(6) 2010, a CT scan was performed and abscesses on both sides were observed. On (B)(6) 2010 an MRI, CT, puncture and flushing were performed. It was noted that coagulase-negative staphylococcus aureus was found. No additional info was reported.

Manufacturer narrative:
Device not returned; followed up with company representative.